Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11, h12 corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to (B)(4). The device was returned to the factory for evaluation on 07/10/2024. An investigation was conducted on 07/23/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The handle was observed to have blood on it, with most visible toward the extension cable connection. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. An electrical evaluation was conducted to ensure the blood noted did not affect the electrical function of the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at 0.694 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An engineer evaluation was conducted on 09/26/2024 with the following results: "the complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint (B)(4) hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy was being delivered to the complaint vh-4000 hemopro2 tool. The heating element on the jaws of the complaint vh-4000 hemopro2 tool heated up as expected. Next, the handle of the complaint vh-4000 hemopro 2 tool was opened to determine if there was evidence of blood inside the handle. After opening the handle it was observed that there was the presence of dried blood on the inside of the handle that started at the flex shaft seal and extended to the rear of the handle. The toggle was removed from the handle to expose the switch inside the handle. Dried blood was observed on the outside surface of the switch. Based on the investigation results, returned condition of the device, and the no specific failure reported, there were no defects observed with the device, however fluid ingress inside the handle was observed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000393933 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event. Testing of actual/suspected device (10/170 & 12) testing of raw/starting material (4105/170 &12)

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 blood was dripping at the connection of the cord and handpiece. This was discovered after the procedure was complete. Approximately 30ml of blood loss. Absolutely no blood transfusion was necessary. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cut and seal worked intermittently when the blue toggle was activated. A new device was opened which leaked blood from the connection between the black extension cable and the hand piece. Related to tw (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cut and seal worked intermittently when the blue toggle was activated. A new device was opened which leaked blood from the connection between the black extension cable and the hand piece. This was discovered after the procedure was complete. Approximately 30ml of blood loss. Absolutely no blood transfusion was necessary. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: h6 - health effect ¿ impact codes from "4648" to "2199", h6 - medical device ¿ problem code from "2993" to "3190"